Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. The cause of the premature battery depletion was due to high current present in the hybrid which was due to short capacitor issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient was presented to the hospital for a device change out due to eri/eol, device was unable to be interrogated. Device is under battery advisory. Device was explanted and a new device was implanted. Patient is stable and will continue to be monitored.